Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse successfully completed a simulated treatment on unit with simulator and testing catheter without any issue. The fse was unable to replicate user complaint. After discussing with the cathlab personnel, it is unclear as to whether the paused cycle related to an auto fill cycle every two hours. However, the unit commenced pumping again, as such users may have witnessed a two hour cycle unknowingly. The unit passed all calibration, functional, and safety tests performed. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suspended the augmentation/pumping for 40 seconds. The users swapped out the console and continued treatment without issue. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10.